Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore&#59412;tag&#59412;thoracic endoprostheses (tgt3115/ 8074100 at proximal, tgt3420/ 8106228 at distal) to repair a dissected thoracic aortic aneurysm. It was reported that because the physician planned to cover the left subclavian artery, the left carotid artery-left subclavian artery bypass was made before the procedure to maintain blood flow. The endoprostheses were implanted as planned. The patient tolerated the procedure. On (B)(6) 2010, the patient developed mild left oculomotor nerve paralysis. The physician elected to monitor the patient. On (B)(6) 2010, the patient was discharged. The left oculomotor nerve paralysis remained, and no other complications were found. The diameter of the aneurysm was 49 mm. On (B)(6) 2011, six month follow-up examination showed that the left oculomotor nerve paralysis was resolved. The diameter of the aneurysm was 41 mm. It was reported that one year follow-up examination was not performed. On (B)(6) 2012, two year follow-up imaging showed no issues. The diameter of the aneurysm was 39.1 mm. On (B)(6) 2013, three year follow-up imaging showed no issues. The diameter of the aneurysm was 39.4 mm. No further information is available.